Event description:
During an in-clinic follow-up, failure to capture was observed on the right ventricular (rv) lead. The cause of the event was due to dislodgement. During a revision procedure, the helix could not extend. The rv lead was explanted and a new lead was used to resolve the event. The patient was stable.